Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was rep reports patient was recently implanted and everything was "going fine" initially. Patient had chronic side flank pain and lower back pain prior to the implant, but was doing great with her initial programming. Yesterday, the patient's physician called the rep and reported that he saw the patient yesterday and they were starting to have pain in their upper lower back and weakness in her legs. Physician is reported to have told the patient at that time to turn off stimulation and an MRI was ordered. Rep reports on the MRI, everything looked normal, the patient's leads look normal and an x-ray revealed no lead migration. Overall the physician did not see anything that could be an issue for the patient, but stated to rep that this (pain) may be a reason to take out the ins. Patient reported to the physician her pain was an 8/10 after turning off stimulation. Patient met with mdt rep today and he had her turn stimulation back on and switched from dtm program b to a. In the clinic, this was more tolerable for the patient, so the patient went home and about an hour later called to state her pain was at a 10/10. Rep had patient turn off their stimulation and now patient is reporting her pain is decreasing. Patient reports her pain didn't start until she was on her feet all day helping her mom (later rep reported may 20th). Troubleshooting was not required. The issue was not resolved through troubleshooting. Ts advised rep to have patient follow up with their physician regarding their pain and onset of systems. Ts emailed this case number to rep. Rep wanted to know if there is anything else that needs to be checked before hcp goes in to adjust the lead anchors. Rep said impedance has been good since implant and patient is still getting pain relief at the trunk, which was the original intent of the implant. MRI didn't not show a source of the new pain since 3 weeks after implant, lead anchor site pain and leg weakness. No date has been set for the revision.